Manufacturer narrative:
The hybrid arm/cup transfer cup pickup mechanism was returned to tosoh instrument service center for investigation. Visual inspection confirmed the reported failure was due to bent pick up claws. The most probable cause of the reported event is due to failure of pickup mechanism caused by bent pick up claws.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and was not able to reproduce the problem. Fse noted an intermittent continuity in hybrid arm picking up mechanism and decided to replace the hybrid arm. Fse verified all hybrid arm cup transfer alignments, cleaned the main incubator and rotor, checked all hybrid arm cable connections, verified all other cup transfer alignments and performed the cup transfer macro 3x without error. Fse performed patient samples and quality control runs, all results were without error and within acceptable range. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [2151] hybrid arm /cup transfer cup pickup failure cause : the cup-gripping sensor failed to detect a cup after the cup pickup operation was performed. Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty hybrid arm.

Event description:
A customer reported getting error message 2151 hybrid arm/cup transfer cup pickup failure during a sample run on the aia-2000 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.